Event description:
The patient experienced a brief increase in temperature around the implantable neurostimulator. Afterward, the device stopped working. The battery was found to be depleted 8 months after implant. The device parameters were as follows: amplitude 6 volts, frequency 31 hertz, pulse width 210 microseconds, 2 electrodes used 24hrs/day. Two months later, the device was replaced with a rechargeable device. The extension was cut during explant. A new extension was also implanted. The patient outcome was reported as 'no injury'.

Manufacturer narrative:
Feeling of warmth around ins - in 2009, the extension and ins have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.